Event description:
A caller reported experiencing a cgm error 42. After contacting support, the customer received guidance on how to perform a complete pump reset. Following the reset, the pump no longer displayed the error code, and the caller was able to successfully start a new sensor session. There was no reported impact to the customer¿s blood glucose level.